Manufacturer narrative:
The event did not result in any additional injury or medical intervention. A stryker representative was unable to further evaluate the unit, and the issue was resolved by the customer replacing the head-end jack support and related components. The device was not returned.

Event description:
It was reported that the head end of the stretcher dropped during patient use. It was reported that the patient was being treated for preexisting pain in the groin area. The patient reported that the drop event caused excessive pain to the same area which was reported to be doing better two days later.

Event description:
It was reported that the head end of the stretcher dropped during patient use. It was reported that the patient was being treated for preexisting pain in the groin area. The patient reported that the drop event caused excessive pain to the same area which was reported to be doing better two days later.